Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-02614. It was reported patient received ineffective therapy from the scs system. As a result, the scs system was explanted.

Event description:
Device 2 of 2- reference MFR report#1627487-2018-02614. Additional information identified that scs system was replaced on (B)(6) 2018.

Manufacturer narrative:
Explant date was missing in the additional report-1. This report consists of missing information.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-02614. Additional information identified that effective therapy was reportedly restored post-operatively.